Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('lower back pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("haemorrhages"), dysmenorrhoea ("very strong menstrual cramps"), hypersensitivity ("allergic reactions throughout my body"), headache ("strong headaches"), alopecia ("hair loss"), tooth loss ("tooth loss"), oral disorder ("general deterioration of my mouth"), gingival disorder ("general deterioration of my gums"), urinary tract infection ("urinary tract infections"), sciatica ("sciatica pain"), fatigue ("generalised tiredness"), blindness ("visual loss") and mood swings ("mood swings"). The patient was treated with surgery (essure removal). Essure was removed in (B)(6) 2019. At the time of the report, the back pain, genital haemorrhage, dysmenorrhoea, hypersensitivity, headache, alopecia, tooth loss, oral disorder, gingival disorder, urinary tract infection, sciatica, fatigue, blindness and mood swings outcome was unknown. The reporter considered alopecia, back pain, blindness, dysmenorrhoea, fatigue, genital haemorrhage, gingival disorder, headache, hypersensitivity, mood swings, oral disorder, sciatica, tooth loss and urinary tract infection to be related to essure. The reporter commented: her symptoms (or most of them) started subsiding from the moment she had the devices removed. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of back pain ("lower back pain") in a female patient who had essure (ess205) inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In 2003, the patient had essure (ess205) inserted. Essure (ess205) was removed in (B)(6) 2019. An unknown time later she experienced back pain (seriousness criteria medically important and intervention required), genital haemorrhage ("haemorrhages"), dysmenorrhoea ("very strong menstrual cramps"), hypersensitivity ("allergic reactions throughout my body"), headache ("strong headaches"), alopecia ("hair loss"), tooth loss ("tooth loss"), oral disorder ("general deterioration of my mouth"), gingival disorder ("general deterioration of my gums"), urinary tract infection ("urinary tract infections"), sciatica ("sciatica pain"), fatigue ("generalised tiredness"), blindness ("visual loss"), mood swings ("mood swings"), nausea ("nausea"), pelvic pain ("pelvic pain"), haemorrhage ("bleeding"), urticaria ("hives"), anxiety ("anxiety"), menopause ("perimenopause"), abdominal pain ("abdominal pain") and abdominal distension ("bloating"). The patient was treated with surgery (essure removal). At the time of the report, the outcomes for back pain, genital haemorrhage, dysmenorrhoea, hypersensitivity, headache, alopecia, tooth loss, oral disorder, gingival disorder, urinary tract infection, sciatica, fatigue, blindness and mood swings were unknown. The reporter considered abdominal distension, abdominal pain, alopecia, anxiety, back pain, blindness, dysmenorrhoea, fatigue, genital haemorrhage, gingival disorder, haemorrhage, headache, hypersensitivity, menopause, mood swings, nausea, oral disorder, pelvic pain, sciatica, tooth loss, urinary tract infection and urticaria to be related to essure (ess205) administration. The reporter commented: her symptoms (or most of them) started subsiding from the moment she had the devices removed. The patient still not in good health, receiving treatments and assessing the sequelae suffered. Quality-safety evaluation of ptc: for essure (ess205): no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 15-aug-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of back pain ("lower back pain") in a female patient who had essure (ess205) inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In 2003, the patient had essure (ess205) inserted. Essure (ess205) was removed in (B)(6) 2019. An unknown time later she experienced back pain (seriousness criteria medically important and intervention required), genital haemorrhage ("haemorrhages"), dysmenorrhoea ("very strong menstrual cramps"), hypersensitivity ("allergic reactions throughout my body"), headache ("strong headaches"), alopecia ("hair loss"), tooth loss ("tooth loss"), oral disorder ("general deterioration of my mouth"), gingival disorder ("general deterioration of my gums"), urinary tract infection ("urinary tract infections"), sciatica ("sciatica pain"), fatigue ("generalised tiredness"), blindness ("visual loss"), mood swings ("mood swings"), nausea ("nausea"), pelvic pain ("pelvic pain"), haemorrhage ("bleeding"), urticaria ("hives"), anxiety ("anxiety"), menopause ("perimenopause"), abdominal pain ("abdominal pain") and abdominal distension ("bloating"). The patient was treated with surgery (essure removal). At the time of the report, the outcomes for back pain, genital haemorrhage, dysmenorrhoea, hypersensitivity, headache, alopecia, tooth loss, oral disorder, gingival disorder, urinary tract infection, sciatica, fatigue, blindness and mood swings were unknown. The reporter considered abdominal distension, abdominal pain, alopecia, anxiety, back pain, blindness, dysmenorrhoea, fatigue, genital haemorrhage, gingival disorder, haemorrhage, headache, hypersensitivity, menopause, mood swings, nausea, oral disorder, pelvic pain, sciatica, tooth loss, urinary tract infection and urticaria to be related to essure (ess205) administration. The reporter commented: her symptoms (or most of them) started subsiding from the moment she had the devices removed. The patient still not in good health, receiving treatments and assessing the sequelae suffered. Quality-safety evaluation of ptc: for essure (ess205): no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 15-aug-2022: quality safety evaluation of ptc. On 09-dec-2022: no new clinical significant information received. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('lower back pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("haemorrhages"), dysmenorrhoea ("very strong menstrual cramps"), hypersensitivity ("allergic reactions throughout my body"), headache ("strong headaches"), alopecia ("hair loss"), tooth loss ("tooth loss"), oral disorder ("general deterioration of my mouth"), gingival disorder ("general deterioration of my gums"), urinary tract infection ("urinary tract infections"), sciatica ("sciatica pain"), fatigue ("generalised tiredness"), blindness ("visual loss") and mood swings ("mood swings"). The patient was treated with surgery (essure removal). Essure was removed in (B)(6) 2019. At the time of the report, the back pain, genital haemorrhage, dysmenorrhoea, hypersensitivity, headache, alopecia, tooth loss, oral disorder, gingival disorder, urinary tract infection, sciatica, fatigue, blindness and mood swings outcome was unknown. The reporter considered alopecia, back pain, blindness, dysmenorrhoea, fatigue, genital haemorrhage, gingival disorder, headache, hypersensitivity, mood swings, oral disorder, sciatica, tooth loss and urinary tract infection to be related to essure. The reporter commented: her symptoms (or most of them) started subsiding from the moment she had the devices removed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-oct-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('lower back pain') in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. In 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("haemorrhages"), dysmenorrhoea ("very strong menstrual cramps"), hypersensitivity ("allergic reactions throughout my body"), headache ("strong headaches"), alopecia ("hair loss"), tooth loss ("tooth loss"), oral disorder ("general deterioration of my mouth"), gingival disorder ("general deterioration of my gums"), urinary tract infection ("urinary tract infections"), sciatica ("sciatica pain"), fatigue ("generalised tiredness"), blindness ("visual loss"), mood swings ("mood swings"), nausea ("nausea"), pelvic pain ("pelvic pain"), haemorrhage ("bleeding"), urticaria ("hives"), anxiety ("anxiety"), menopause ("perimenopause"), abdominal pain ("abdominal pain") and abdominal distension ("bloating"). The patient was treated with surgery (essure removal). Essure (ess205) was removed in (B)(6) 2019. At the time of the report, the back pain, genital haemorrhage, dysmenorrhoea, hypersensitivity, headache, alopecia, tooth loss, oral disorder, gingival disorder, urinary tract infection, sciatica, fatigue, blindness and mood swings outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, anxiety, back pain, blindness, dysmenorrhoea, fatigue, genital haemorrhage, gingival disorder, haemorrhage, headache, hypersensitivity, menopause, mood swings, nausea, oral disorder, pelvic pain, sciatica, tooth loss, urinary tract infection and urticaria to be related to essure (ess205). The reporter commented: her symptoms (or most of them) started subsiding from the moment she had the devices removed. The patient still not in good health, receiving treatments and assessing the sequelae suffered. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jun-2022: product implant date received and essure model updated accordingly, event : nausea, pelvic pain female, haemorrhage, unspecified, hives, anxiety, perimenopause, abdominal pain, bloating were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.